Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with the display remaining black on her onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 9am. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. An hour prior to the alleged issue, the patient claims she felt symptoms of dizziness and ''could not see.'' About 345pm-4pm that same day, the patient reportedly visited her physician's office and obtained a blood glucose result of ''253 mg/dl'' with the physician/ clinic meter. The patient was administered byetta insulin (amount not specified) as treatment. At the time of troubleshooting, the cca noted there was no indication of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.